Event description:
In march 1997,the pt experienced thigh pain. On 3/20, the surgeon determined the nail had broken. The pt died before the nail could be revised.

Manufacturer narrative:
Evaluation results received from howmedica gmbh in keil, germany suggest that this event would not be associated with the device but rather would be related to user technique.